Event description:
It was reported that the patient was no longer able to hear with his ap, about one month post activation. The ap was checked and found to be functioning well. Functional gain showed no difference between aided and unaided condition. Revision surgery was scheduled in 2009. The surgeon reported that a break in the cable was visible. He explanted the device and implanted a new vibrant soundbridge.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.